Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotapro atherectomy system. The burr catheter was received detached from the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed. During functional testing there was no abnormalities to the device, and it ran with no issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimum speed during analysis.

Event description:
It was reported that the speed was unstable. Two 1.25mm rotapro were selected for use. During the procedure, the rotational speed was set to 160,000rpm but it sounded low. When tried to go up as high as 250,000rpm, it was noted that the speed was unstable while drilling. Subsequently, a second 1.25mm rotapro was used but the same issue happened. The second device was used only during platforming outside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the speed was unstable. Two 1.25mm rotapro were selected for use. During the procedure, the rotational speed was set to 160,000rpm but it sounded low. When tried to go up as high as 250,000rpm, it was noted that the speed was unstable while drilling. Subsequently, a second 1.25mm rotapro was used but the same issue happened. The second device was used only during platforming outside the patient's body. The procedure was completed with a different device. No patient complications were reported.